Event description:
The customer's mother reported via phone call that the insulin pump had a keypad anomaly. The insulin pump's keypad was unresponsive. The screen on the insulin pump was flickering. Customer's blood glucose level was 511 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened button dome switch. The insulin pump was monitored and had no flickering screen noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.